Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. The customer attempted to charge the pump overnight however was unsuccessful. Subsequently, the pump shut off due to insufficient power. Customer reported blood glucose (bg) level was 340 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.